Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the computer/analog pca. In addition, the u13 cmos flash microcontroller was shorted on the bedside pca. The root cause for the u1003 and u104 failure and the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that it was not chargign the patient's batteries.